Event description:
The customer stated that she was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 24 mg/dl. Troubleshooting was performed, and the insulin pump was reading the reservoir volume correctly. The customer was not sure if her programming was correct because her doctor had set up the insulin pump. The customer stated that she is very sensitive to insulin and will be meeting with her doctor regarding the episodes of low blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.